Event description:
Customer's husband reported that his wife is experiencing irritation at the podsite. She has discussed this with her endocrinologist and local c/s (care specialist). The customer's dermatologist "prescribed creams" and she is also using an IV prep-tegaderm patch as suggested on the omnipod's website. No product will be returned for evaluation.

Manufacturer narrative:
No product was returned for evaluation. We are unable to determine any product malfunction or defect that may have contributed to the reported complaint. Insulet is aware that everyone has different skin sensitivities and offers a resource guide on its website to mitigate the recurrence of adverse skin reactions, such as, irritation. This guide lists specific barrier products that are designed to help protect the skin and reduce irritation. The omnipod's user guide states "removing the pod slowly will help to avoid possible skin irritation." And, also informs users that "antibacterial soap may irritate the skin, especially at the infusion site and to contact their hcp on how to treat skin irritation." Product lot qualifications cannot be reviewed as no lot number was provided.